Manufacturer narrative:
The pump had unresponsive buttons due to flattened button dome switches. No unlocked lcd keypad connector noted. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to unresponsive buttons. The pump had minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a keypad anomaly. The customer also reported a hospitalization due to chest pains. The customer's blood glucose level was 400 mg/dl. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.